Manufacturer narrative:
Pump received with critical pump error (open book image) alarm during testing and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the blood glucose was high and the pump had a critical pump error. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer¿s mother reported that her son¿s pump wasn't working and her son is on manual injections. The customer¿s mother reported that the son jumped into the pool and his pump gave him a critical error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump at revert to back up plan. The insulin pump will be returned for analysis.